Manufacturer narrative:
UDI: should be corrected to: (B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: reportedly, the lens got exchanged on (B)(6) 2023. Problem resolved. (B)(4)

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -8.0/2.0/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. Excessive vault and refractive surprise was observed. The problem was not resolved. Reportedly, "vault is too high and rest refraction: s+1.0 c.75 x 18".

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).